Event description:
It was reported by the contact that the customer received a resume pump alarm while the customer was in the process of resuming insulin delivery; however, insulin delivery was still suspended. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.